Event description:
Use of plasmablade tna device (specifically adenoid tip) resulted in a burn to the patient¿s soft palate. Extend of burn and patient information is currently unknown.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: generator still in use and facility not returning for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.